Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an temperature alarm. Customer reported an elevated blood glucose (bg) level of 329 (mg/dl) and delivered a novolog injection and bg levels stabilized to 140 (mg/dl). Customer indicated injections would be used as back-up therapy.